Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2017-00967. It was reported the patients' scs system is no longer providing effective pain relief. As such, reprogramming was attempted to no avail. X-ray images taken revealed normal results. Subsequently, surgical intervention may be undertaken as the next course of action.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00967. Follow-up identified surgery took place on (B)(6) 2017 wherein the scs system was explanted.